Event description:
This lead was returned without documentation from boston scientific. The serial number on the lead is unreadable. Therefore, we have no patient data and based on the damage done to the lead in the returned state, it is not possible to determine if this is a brady or tachy lead.

Manufacturer narrative:
We were notified that this lead was implanted ous and does not have a complaint on it at this time. If there is a complaint on this lead a file will be opened under the appropriate serial number. This file was opened in error.